Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer declined to address elevated bg at the time of the event.